Event description:
The patient was revised because of pain with some wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the reported polyethylene wear. However, polyethylene wear after approx fifteen years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. In addition, the product code is a discontinued item.